Manufacturer narrative:
(B)(4). Concomitant medical products: 00596203212, prolong lps-flx nxgn artsurf, 63615049; 00576401551, opt gender lps-flex nexgen fem, 63556767; unknown, patella size 6, unknown; unknown, palacos bone cement, 85574584. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02878, 3007963827 - 2018 - 00086. Requested but not returned by hospital.

Event description:
It was reported the patient began feeling knee pain after a fall approximately seven months post left total knee arthroplasty. Subsequently, the patient was revised due to pain. The tibial baseplate was removed, and the tibial cut was cleaned up. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. A picture of the implant was provided and examination of the picture determined that the inferior side of the tibial side is visible. There is foreign material (possibly bone cement) with blood on the lateral inferior side of the tibial component and just blood on the medial inferior side of the tibial component. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.